Event description:
It was reported that following the implant of the leadless implantable pulse generator (ipg) the patient experienced chest pain, pericardial effusion, rubbing, and de novo right bundle branch block (rbbb). Echocardiogram demonstrated a 1 cm effusion. Patient received treatment with prednisone, the pericardial effusion and rbbb resolved, and the patient was discharged home. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.